Manufacturer narrative:
Device evaluated by MFR: the nc emerge mr, ous 3.50mm x 12mm was returned for analysis. A visual, tactile, microscopic examination and leakage test was performed. A visual and tactile examination identified no kinks or damages. An examination of the inner/wire lumen identified no damage. An examination of the balloon identified traces of blood inside the balloon. This blood is consistent with a leak having occurred in the device. A microscopic examination of the distal extrusion identified no damage. A microscopic examination of the balloon material identified no tears or pinholes. It was only after attempts to inflate the balloon was a pinhole leak identified. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located at 2mm proximal from the distal markerband. No other damage was observed along the device.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device, and there were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device, and there were no patient complications nor injuries reported.